Event description:
Information received from the field notes that during a routine follow-up, interrogation was unsuccessful and there was no response to magnet application. The patient's under- lying rhythm was sinus at 48 bpm. After paramedic transport to a hospital, numerous attempts to interrogate the device were unsuccessful. The device was subsequently replaced.